Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose at the time of event was 217 mg/dl. Sensor glucose level at the time of event was 77 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor glucose and blood glucose difference was unknown. Insulin delivery was suspended due to difference between sensor glucose and blood glucose values. However, customer mentioned various sensor and blood glucose level before suspension of insulin delivery. The sensor will not be returned for analysis.